Manufacturer narrative:
Although requested the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the neutraclear broke after being in use for 2 days. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector broke was confirmed. Visual inspection of the set noted a portion of the male luer collar was broken off from the connector and cracks and stress markings were observed on the broken collar piece. The root cause was not identified. The mating devices were not returned for investigation.

Event description:
The customer reported that the neutraclear broke after being in use for 2 days. There was no patient harm.

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the neutraclear broke after being in use for 2 days. There was no patient harm.